Event description:
It was reported that this right atrial lead exhibited undersensing and low amplitude. Boston scientific technical services discussed possible reprogramming changes but the undersensing could not be eliminated. This lead remains in service. No adverse patient effects were reported. Additional information was received, a chest x-ray was performed, and a lead dislodgement was identified, no lead revision has been scheduled at this time. The lead remains in service. No additional adverse patient effects.

Event description:
It was reported that this right atrial lead exhibited undersensing and low amplitude. Boston scientific technical services discussed possible reprogramming changes but the undersensing could not be eliminated. This lead remains in service. No adverse patient effects were reported. Additional information was received, a chest x-ray was performed, and a lead dislodgement was identified, no lead revision has been scheduled at this time. The lead remains in service. No additional adverse patient effects. Additional information was received, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 55 and 400mm from the terminal pin - on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead exhibited undersensing and low amplitude. Boston scientific technical services discussed possible reprogramming changes but the undersensing could not be eliminated. This lead remains in service. No adverse patient effects were reported. Additional information was received, a chest x-ray was performed, and a lead dislodgement was identified, no lead revision has been scheduled at this time. The lead remains in service. No additional adverse patient effects. Additional information was received, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited undersensing and low amplitude. Boston scientific technical services discussed possible reprogramming changes but the undersensing could not be eliminated. This lead remains in service. No adverse patient effects were reported.